Manufacturer narrative:
H3: the balloon catheter was returned for analysis. Analysis could not confirm the allegation of balloon burst. The balloon was returned in two segments. The balloon separated just proximal to the rapid exchange (rx) port. The balloon segment could not be fully deflated or inflated to confirm a balloon burst due to not being intact. Due to the returned condition, a balloon burst could not be confirmed.

Event description:
The balloon catheter was used during a percutaneous transluminal angioplasty (pta) procedure. The balloon burst occurred during the first inflation, approximately halfway through the intended inflation period (1-2 minutes). The burst occurred at a pressure of 16atm. Two different balloon sizes were used at other vessel segments at a pressure of 10atm without any issue. The physician chose to use this specific balloon after confirming the pressure range of 8atm (nominal pressure) to 16atm (rated burst pressure). The use of this balloon was the final intended pass for the procedure. After the balloon burst occurred, the physician confirmed the complete balloon was fully in the procedural sheath. The balloon and sheath were removed together and inspected on the back table. The physician then proceeded to site closure. The physician planned to bring the patient back at another time for a below the knee procedure. The target vessel had severe stenosis and tortuosity. There was no significant procedure delay due to the balloon burst. There was no patient harm.